Manufacturer narrative:
A preliminary investigation revealed the following : visual inspection of devices did not have any obvious damage. The anvil on two of the three reloads were elevated slightly. The handle did not have any trouble moving through all steps and functioned as intended. Reloads were able to attach and detach from the handle as intended. New staple lines were loaded into the attached stapler. When deployed there was no evidence of malformed or under formed staples. Device pending to be returned for formal investigation. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a just right stapler procedure on (B)(6) 2025, the physician reported that the physician was not satisfied with the staple line that was deployed and that he used another modality to seal the tissue. Physician reported that the line fell apart after deploying. No patient injury was reported and no medical intervention reported. A image was provided in which it was observed that the tissue that was being stapled was the bile duct. Per instructions for use it is not recommended to use the stapler on bile duct as the use in that tissue can be destructive. This was an off-label use.

Manufacturer narrative:
Device was returned for investigational purposes: visual inspection was conducted on the stapler and reload, and there were no signs of physical damage; all the components were in good shape. Functional testing was conducted, and the handle could be properly connected to the reloads, the finger wheel was rotating, and the levers and button were actuated as expected. Just right stapler was used with the three returned reloads, and it could fire the staplers with no issues. The tissue could be cut, and all the staplers were attached to the tissue with no malformations. Hence, the complaint cannot be confirmed. This observation will be monitored and trended.